Event description:
Lap gastric sleeve: "both clip appliers scissored during the procedure multiple times."

Manufacturer narrative:
Investigation summary: two (2) event units were returned for evaluation. Upon inspection, engineering determined that the units functioned properly. Engineering did observe a ding on the shaft on both units. The clips were fired off one at a time and conformed to all specifications. The units were disassembled for further evaluation and met all specifications. The root cause could not be determined as engineering was unable to replicate the incidents. The root cause of the clips scissoring experienced by the customer was likely that the application structure size, or the clip application depth, prevented proper clip closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. This document represents our final report. Ref to MDR# 2027111-2015-00308.

Manufacturer narrative:
(B)(4) has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.